Event description:
Rptr is writing in regards to a matter of great concern to himself and his pts. He had become involved with the intrathecal drug pumps for selected pts with refractory chronic pain syndromes. As you know, many other drugs besides morphine are being utilized in these pumps for that indication including dilaudid, fentanyl, sufentanyl, marcaine, lidocaine and combinations thereof. Meperidine was als promoted for use in these pumps by MFR through its physician advisor program until summer 1994, when for unclear reasons it was found that meperidine use in the pump caused mechanical failure of said intrathecal drug pump. Rptr was informed through the physician advisor program about the use of demerol in these pumps, when apparently MFR knew of several pump failures due to that medication before he began to utilize it in his pt group. In terms of analgesia, meperidine was working very well with a favorable side effect profile in 4 of the 5 pts receiving that medication; but subsequently, the pumps mechanically failed in all those pts, requiring repeat surgeries for explantation or change of pumps. Since the mechanical failures of the pumps in his pts, the co now actively discourages clinicians from using demerol in the pump. Rptr was upset that the drug was being promoted for use in the intrathecal drug pump by MFR up until the summer of 1994 despite the fact that they knew of several mechanical failures of these pumps infusing demerol well before then.